Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the equipment does not turn on. During troubleshooting, fse found that the actual cause was a damaged cable connecting the on/off buttons on the control desk to the main cabinet in the equipment room, where the power control resides. The damaged end of the cable was cut off and to resolve the issue a new connector was mounted on the remaining end to connect the shorter cable to the on/off buttons. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment would not turn on. There was no reported patient or user harm. The device was not in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.